Event description:
It was reported that the heart team opened a rediguard intra-aortic balloon (iab) to insert. The iab was inserted into the pt and the extension line stopcock was placed on the central lumen. When they flushed, the extension line was leaking where the stopcock connected to the tubing. The heart team opened four kits looking for an extension line that did not leak; each one leaked where the tubing connects to the stopcock. They checked the lot number and they were all the same. When they opened the fifth kit, they used a different lot number and had no complications. There were no pt complications.

Manufacturer narrative:
As a result of the evaluation for MDR #1219856-2008-00159 where the device in question was returned and the event was determined to be MDR reportable. A determination was made that similar events where the sample was not returned would also be evaluated for MDR reportability. Sample will not be returned for evaluation. A DHR re-review was conducted on the reportable lot numbers and it met all the specifications and passed all in process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint.